Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis (characterized by abdominal pain, nausea, vomiting and fever), which warranted hospitalization and antibiotic therapy. Causality was attributed to an unkempt residence, which was discovered during a home safety evaluation. Per the pdrn, there is no fresenius device(s) and/or product(s) involvement. Pseudomonas is part of the normal human biota and is also found in soil and moist areas (e.g., showers, bathrooms, sinks). Based on the information available, the patient¿s liberty select cycler and liberty cycler set are excluded from having a causal or contributory role in the serious adverse events. The clinical investigation found no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction occurred. Furthermore (per the knowledge of this reviewer), the patient resumed utilizing the same liberty select cycler at home, without any reported issues of device malfunction or deficiency. Those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
On (B)(6) 022, it was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt), was diagnosed with peritonitis on (B)(6) 2022. No additional information provided during intake. Follow-up with the patient¿s home program manager (hpm) revealed the patient presented to the emergency room on (B)(6) 2022 with complaints of abdominal pain, nausea, vomiting, and fever. A peritoneal effluent fluid culture and cell count (wbc¿s elevated, result unavailable) were collected, and the patient was admitted and diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, duration not provided). However, when the cultures returned positive for pseudomonas on (B)(6) 2022, the vancomycin was discontinued, and the patient was prescribed ip meropenem (dose not provided) for 14 days. The hpm attributed causality to multiple breaches in sterility during a post-hospitalization home safety evaluation including, not cleaning the shower head and an overall unkempt residence. The patient was reeducated and continues to perform ccpd at home utilizing the same liberty select cycler as before. The pdrn reported the events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. The patient was discharged on 14/apr/2022 and is recovering from the events..

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
On (B)(6) 2022, it was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt), was diagnosed with peritonitis on (B)(6) 2022. No additional information provided during intake. Follow-up with the patient¿s home program manager (hpm) revealed the patient presented to the emergency room on (B)(6) 2022 with complaints of abdominal pain, nausea, vomiting, and fever. A peritoneal effluent fluid culture and cell count (wbc¿s elevated, result unavailable) were collected, and the patient was admitted and diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, duration not provided). However, when the cultures returned positive for pseudomonas on (B)(6) 2022, the vancomycin was discontinued, and the patient was prescribed ip meropenem (dose not provided) for 14 days. The hpm attributed causality to multiple breaches in sterility during a post-hospitalization home safety evaluation including, not cleaning the shower head and an overall unkempt residence. The patient was reeducated and continues to perform ccpd at home utilizing the same liberty select cycler as before. The pdrn reported the events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. The patient was discharged on (B)(6) 2022 and is recovering from the events..